Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken reservoir tube lip, reservoir tube cracked and missing end cap sticker. The reservoir won't stay on reservoir compartment due to broken reservoir tube treads.

Event description:
The customer reported via phone call of damage on the insulin pump. The customer's blood glucose reading was 252 mg/dl. The customer stated that the top part of the reservoir cap chipped off. The customer stated that the reservoir fell out the past few days and her site is sore. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.